Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked battery tube threads, cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. The customer's blood glucose reading was 550 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided and no high blood glucose troubleshooting was performed.